Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97754 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated the charger doesn't charge anymore. Patient stated they have to have 6 bars to get a full charge going. Patient said the screen goes blank and they can't get the charge back. Patient tried shutting the charger off and trying to turn it back on but nothing comes back up. The issue started last month and was hit and miss but now this week it's been a big deal. Patient mentioned the battery has half a charge in it so they don't want to let it go below that. Patient service specialist had patient reset the recharger. Patient was not able to get the word medtronic to come up on the screen. Patient did not have any cords plugged into the charger at the time of the call. Patient unplugged the cord and plugged the charger into the ac power supply and the screen did not power on. Patient reset the back of the charger and tried plugging it in to the wall but the screen would not come on. The issues were not resolved through troubleshooting. Agent sent email to the reps to transition to the wireless recharger.